Manufacturer narrative:
Device is an instrument and is not implanted/explanted. No non-conformance reports noted in the production and incoming inspection documentation. The device history record shows no issues contributing to this complaint. A service history review was completed: the device (511.300; serial number: (B)(4)) was returned on: (B)(4) 2013 due to the coupling tool side worn out. A manufacturing evaluation was completed: the device was returned with normal usage, no signs of damage. Functional testing has been performed according to service manual. Reported failure has been replicated. The following failure was identified: teeth of bevel gear are broken. Device function partially, torque could not be verified due to damage of bevel gear. A product development evaluation was completed: in general good condition of the device; however on disassembling the radiolucent drive, bevel gears were found to be broken. This radiolucent drive was not serviced on annual basis as recommended by synthes; hence service and repair cannot be excluded as a root cause of the failure mode. Furthermore, the examination of broken bevel gears shows that there was excessive usage of the device. It was identified that the device was highly overloaded; hence a design error could also be excluded as a root cause of the failure mode. The most probable root cause related to the broken bevel gears of the radiolucent drive would be excessive usage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: etn was used for tibia fracture fixation. Using a radio-lucent drive mark ii, the surgeon drilled the distal ap hole and placed the locking screw. Then, when the surgeon was drilling at the ml hole, the drill suddenly stopped turning while the rev sound of the drill was heard (not the normal trs rev sound but the sound of possible ratcheting phenomenon). After disassembling/reassembling the device, the surgeon confirmed the drill tip was turning. However, once it was put on the patient's bone (loaded by torque), the drill tip stopped revolving while there was a rev sound of the drill. Eventually, the surgeon made a hole, gradually enlarging the hole with k-wire to finish the operation with thirty (30) minutes of delay. The same procedure was driven for the most proximal hole. This is report 1 of 1 for (B)(4).